Manufacturer narrative:
The key market reported that a service engineer performed a screen calibration of the device and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that screen flickers. The system was not in clinical use; there was no reported harm to patient/user. The investigation is ongoing.